Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. Date of event: unknown, not provided. If implanted, give date: unknown/not provided. If explanted, give date: unknown/not provided. Telephone number: (B)(6). Device evaluation: product evaluation could not be performed since at the time of this investigation, the product had not been received. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted

Event description:
It was reported from a customer fax, "defective loop." It was reported that a patient was involved. No other information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer on: 6/28/2021 device evaluation: the preloaded unit was returned for evaluation. The product was returned in its original packaging with sheet labels, implant card and dfu. Upon evaluation of the device all the components were correctly engaged, and pushrod was in a partially advanced position. No assembly error and/or defect related to manufacturing process was observed. Lubricant material residues were observed in the cartridge tip and in the lens storage zone. The lens was received out of the device, wrapped in a gauze and with both haptics detached. Therefore, the reported issue was not verified. Due to the condition of the sample returned product quality deficiency could not be determined. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted